Event description:
The patient was not able to adjust the stimulation. A couple of days later, the patient was having coupling/communication issues when trying to recharge. A por (power on reset) condition was reported. The patient was able to get 5-7 coupling bars shaded and was going to attempt to clear the por using the patient programmer. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).